Event description:
During unknown procedure on (B)(6) 2013, two screws could not be removed this created more bleeding and the duration time in the operating room. No further information is available at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During unknown procedure on (B)(6) 2013 two screws could not be removed this created more bleeding and the duration time in the operating room. No further information is available at this time. The devices associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.